Event description:
Fibre broke inside pt and fragment removed surgically.

Manufacturer narrative:
Awaiting return of device in order to carry out evaluation. Also awaiting further details from end user in other country. F/u will be submitted once device is evaluated.